Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when changing the cassette, the cadd legacy one pump malfunctioned. Cassette was then tried on the second pump. This pump also failed. Subsequently, a new cassette was used on which the pump did not malfunction. There was no patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.